Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 82 mg/dl. Customer stated that the pump got pressed against a window on a boat. Customer was advised that the insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Insulin pump had a button error alarm and no button response due to corroded keypad traces. Insulin pump received with cracked display window corner, reservoir tube lip, belt clip slot, minor scratches and cracked display window.